Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Company rep reported, surgeon called and asked if he could bring replacement poly for a cup because he was revising a stem. He stated that the stem was going to be removed and replaced due to trunnionosis.

Manufacturer narrative:
An event regarding revision due to trunnionosis involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: examination with material analysis engineer indicated "damage was observed on the stem trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed on the basis of material analysis report since the material analysis engineer indicated that the damage was observed on the stem trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No material or manufacturing defects were observed on the surfaces examined. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within the scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Company rep reported, surgeon called and asked if he could bring replacement poly for a cup because he was revising a stem. He stated that the stem was going to be removed and replaced due to trunionosis.